Manufacturer narrative:
Results - sensor coil cord.

Event description:
It was reported by service report that the foot end lift will not go down. No pt involvement or adverse consequences are reported.